Manufacturer narrative:
The reagent information was not provided. The field service engineer (fse) adjusted the cuvette water level, cleaned the laundry probes and improved springing movement, and found split rinse station tubing. The investigation is ongoing.

Event description:
There was an allegation of questionable phosphate, total protein, hdl cholesterol, creatinine, albumin, and c-reactive protein (crp) results for 16 patient samples on a cobas 8000 c702 module. Refer to the attachment (B)(6) in the medwatch for all patient data. The repeat results were deemed correct. The units of measurement were not provided.